Event description:
It was reported that the device got contaminated. The target lesion was located in the moderately tortuous and non calcified abdominal vessel. A 14mm x 50cm interlock coil was selected for use. During the procedure, when the coil was taken out from the dispenser, the coil unintentionally came out from the introducer sheath and became unclean. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The main coil, pusher wire and introducer sheath were returned for this complaint. The main coil and the pusher wire were not interlocked within introducer sheath. The pusher wire and introducer sheath were inspected, no damages were noticed. The twist lock had been opened. The main coil was found kinked and stretched. No more damages were found in the device. Microscopic inspection was performed on the main coil. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Microscopic inspection was performed on the pusher wire. The proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Dimensional inspection on the pusher wire revealed that the distal solder joint o.d. (Outer diameter), mid solder joint o.d., distal tfe o.d. And proximal tfe o.d. Were within specification. Dimensional inspection on the main coil revealed that the zap tip od (max), primary coil od, number of fiber bundles were within specification.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The main coil, pusher wire and introducer sheath were returned for this complaint. The main coil and the pusher wire were not interlocked within introducer sheath. The pusher wire and introducer sheath were inspected, no damages were noticed. The main coil was found kinked and stretched. No more damages were found in the device. Microscopic inspection was performed on the main coil. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Microscopic inspection was performed on the pusher wire. The proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Dimensional inspection on the pusher wire revealed that the distal solder joint o.d. (Outer diameter), mid solder joint o.d., distal tfe o.d. And proximal tfe o.d. Were within specification. Dimensional inspection on the main coil revealed that the zap tip od (max), primary coil od, number of fiber bundles were within specification.

Event description:
It was reported that the device got contaminated. The target lesion was located in the moderately tortuous and non calcified abdominal vessel. A 14mm x 50cm interlock coil was selected for use. During the procedure, when the coil was taken out from the dispenser, the coil unintentionally came out from the introducer sheath and became unclean. The procedure was completed with another of same device. No patient complications were reported.